Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Asr xl acetabular system (right), see update below - now left. Reason(s) for revision: unknown. Updated: added and amended products. Received: 11th october 2012. Hip(s) to be revised: left. Update : revised hip amended as per update email 13 dec 2012. Update received: 11th october 2013 - amended revision date: (B)(6) 2010. Update received: 12th august 2014 - added reason(s) for revision: infection (tested and positive culture confirmed) and alval / soft tissue reaction and filled mapped to mw fields.

Event description:
The patient has had an asr revision. Specific details regarding the report are unknown.